Manufacturer narrative:
While on the phone with dario's representative, it was determined that the user was storing all of his test strips in a plastic bag instead of inside the strips cartridge. Dario's user guide states in the section storage and handling precautions: "a test strip is sensitive to humidity. Therefore, you should keep a test strip in the specified cartridge, and after pulling out the test strip from its cartridge, close the test strip cartridge cap immediately." It was also determined that the user was using a cartridge of test strips that had been open for forty-five days. Dario's user guide states in the section storage and handling precautions: "do not use a test strip expired 1 month from opening. Discard the cartridge 1 month after opening". Due to the above, a replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, multiple attempts to follow up with the user were made, however, no response has been received to date. The high bg readings may have been due to misuse of the strips. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings.the user reported receiving bg readings in the 500 mg/dl range from his dario meter compared to bg readings in the 100 mg/dl to 110 mg/dl range from the user's other non-dario meters.